Event description:
It was reported that a pump has a constant system error 105 at start up. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported system error 105 to be caused by a failed motor. The motor assembly was replaced.